Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provide that supports or opposes the fact the invisalign system aligners caused or contributed to the patient symptom. This MDR is being filed because the treating doctor considered the event was life threatening to the patient. Device not returned to manufacture.

Event description:
The patient reported symptoms of swollen tongue, swelling in mouth area and difficulty breathing. It is unknown if the patient required any medical intervention due to the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms.the treatment was discontinued on (B)(6) 2015 and the patient is back to normal. The treating doctor considered the event was serious or life threating to the patient.